Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the initial procedure? Can you identify the specific name / code of the suture that was used? What post op date was the follow up to replace the cast? What date was the patient last follow up with the surgeon regarding symptoms? What was your spouse surgeon opinion of your spouse symptoms? Can you provide the or report regarding the placement of the sutures? What is your spouse age, weight and medical/ surgical history? What is the name of your spouse surgeon and contact information? Does ethicon have your permission to contact your spouse surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please sign the attached form and provide your surgeon contact information.

Event description:
It was reported that the patient underwent a foot surgical procedure to reattach a tendon on unknown date and the suture was used. On (B)(6)2017, when replacing the cast, it was discovered that the incision dehisced. The incision was treated cleaned and covered with peristrips and another cast was placed. On (B)(6)2017, it was discovered that the wound was infected. The patient is currently treated with unknown antibiotic and will return for a follow up procedure to open, irrigate and clean the infected incision site. It was confirmed through lab tests that the incision is infected. The physician opined that this began due to an allergic reaction to the unknown suture. Additional information has been requested.